Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history lot: part number: el-1515s2. Bme lot number: bel180570. Manufacturing date or release to warehouse date: 16-july-2019. Place of manufacture: (B)(4). Lot expiration date: 8-june-2023. DHR review: no ncmrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an unknown procedure. It was mentioned that the biomedical enterprise (bme) elite compression implant was misfired and a new one had to be used. The case went fine. The procedure was successfully completed with a three (3) minutes surgical delay. The patient status is unknown. This report is for one (1) elite compression implant kit 15 x 15 x 15 mm 2 legs. This is report 1 of 1 for (B)(4).